Manufacturer narrative:
(B)(6). The laser fiber was returned to the manufacturer for evaluation. Testing found that the fiber was separated and cracked at the end. The tip of the fiber was noted to have been removed from the main unit. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system being used for a soft tissue ablation procedure. It was reported that intra-operatively, the laser fiber was cracked and kinked. The site had to open another one in order to proceed with the case. There was a surgical delay of five minutes due to this issue and no reported patient impact.